Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a endoscopic biliary drainage procedure within the bile ducts performed on (B)(6) 2009. According to the complainant, during the procedure, the physician felt resistance while attempting to deploy the stent. Upon withdrawal, the inner catheter, was found to be stretched and detached. The procedure was completed with another device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint indicated that the device has been implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).